Event description:
Customer stated that the device overheated during testing. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device is not available for evaluation. A follow-up report will be filed if the device is returned back to the manufacturer for investigation.